Event description:
Event description guidant received information that subsequent to the implant of this ventricular implantable lead, a small right ventricular perforation was noted. Pericardial centesis was successfully completed. Two coronary sinus transvenous implantable leads were attempted; however, an acceptable placement was never obtained. Pacing thresholds were continually high.